Manufacturer narrative:
On (B)(6) 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no hair was observed. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. In addition, the mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during a breast augmentation procedure, foreign material of unknown composition (possibly a fiber or a hair per the initial reporter) was found inside the sterile packaging of a 490cc mentor memorygel breast implant. The patient was under anesthesia when the issue was found, but a spare was readily available. There were no procedural delays or patient contact with the device. The device has not yet been returned to mentor, and thus we are currently unable to independently analyze the nature/composition of the reported foreign material.